Event description:
A smith and nephew, trivex shaver engaged on its own causing the shaver tip to pierce through the sterile drapes and cut the skin in two spots during a phlebectomy. Dates of use: 2007.